Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound caused by rubbing. There were no allegations of any bleeding, oozing or weeping wounds.there was no alleged device malfunction contributing to the irritationthe patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound caused by rubbing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 and d4 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wound caused by rubbing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation the patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.